Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Request for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, is being evaluated for valve-in-valve procedure due to unknown reasons. No additional information has been provided.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted seven (7) years, nine (9) months, underwent valve-in-valve procedure due to severe aortic stenosis. Patient presented with chronic systolic heart failure. Patient was discharged.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Patient underwent valve-in-valve procedure. A 23mm transcatheter valve was implanted. Patient was in stable condition.